Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While servicing the alinity I processing module the field service representative restarted the analyzer and observed sparks from the power supply. While inspecting the analyzer charred components were found and a large quantity of leaked cooling fluid was found on multiple parts. No injury or impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the analyzer and found charring on multiple boards and cables connected to the main power supply. The leak originated from the connection between the coolant reservoir tank and tubing. The coolant reservoir assembly (part number a-30109704-01) and main power supply (part number a-30103383-02) were replaced and are the likely causes for the issue. The damaged connectors and boards damaged as a result of the leak were also replaced. The analyzer was returned to normal function after the coolant reservoir assembly, main power supply, and associated components were replaced. Review of the service history for the alinity I processing module did not identify contributing factors and no additional issues of sparks were reported. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn damage was limited to cable connectors and boards connected to on the processing module main power supply and did not spread to other parts of the analyzer. A review of complaint and trending data did not identify any trends for tickets with replacements of the processing module main power supply and coolant reservoir assembly parts. No other complaints for the parts were found associated with the complaint issue. A review of the tracking and trending data in the product monitoring review for the alinity I processing module did not identify any trends related to the issue identified in this complaint. Manufacturing documentation for the parts was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.